Event description:
The device involved in this MDR report was explanted because it could not be interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device has not been received for analysis at the time of this report. It should be noted that this device was listed in the first group of the field safety corrective action issued on symphony and rhapsody pacemakers on october 2005.